Event description:
It was reported that an echodensity was visualized. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced. The patient's activated clotting time (act) at time of implant was 324sec. After it was determined the device met criteria it was successfully released; there were no recaptures. After release an echodensity was noted on the edge of the mitral valve annulus, which appeared to be small and mobile at the distal end. The physician was unsure of what to diagnose the finding, but did not believe it was a thrombus or air. The echodensity was not seen on pre-procedure imaging. A second act was drawn and read greater than 300. No interventions were performed. The patient did fine overnight and was discharged home in good condition the following day without incident.